Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user required a fitting appointment due to loss of hearing sensation with the device. There was no accident or trauma reported. Re-implantation will be considered.

Manufacturer narrative:
Additional information: as per the complaint information and the manufacturer_s experience with this kind of device, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is considered but no further information has been received yet.

Event description:
The user required a fitting appointment due to loss of hearing sensation with the device. There was no accident or trauma/ redness or swelling reported. Reportedly the user did not use the audio processor for a year and then came in for a new fitting with a new audio processor when the problem was discovered. The user will change to a new hospital closer to his house. Re-implantation on the contralateral side is being considered but no date has been scheduled.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. In addition, during removal surgery four channels were seen to be extra-cochlea. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported a loss of hearing sensation with the device. There was no accident or trauma/redness or swelling reported. Reportedly, the user did not use the audio processor for a year and then came in for a fitting with a new audio processor when the problem was discovered.